Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated the pump had lines going across the display screen and fading into gray color. The customer also reported a crack on the back side of the pump. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hrs and no missing segments, partial display, blank display anomalies or lines on display noted. Power connector plug in and locked in place properly. Device received with cracked case (battery tube). The p-cap does lock properly. (B)(4).